Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 700 mg/dl. Cause was not known. Reportedly, due to the elevated bg, the customer lost consciousness and experienced a heart attack. Customer declined further troubleshooting for the issue with tandem technical support, therefore no additional information was obtained.